Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 8625234 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that 191 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal circumflex artery. A percentage of stenosis was not reported. It was not noted that the lesion was pre-dilated. A 2.5x24mm taxus express2 drug-eluting stent was deployed at 14 atm in the proximal circumflex artery. A post-intervention residual stenosis was not reported. No complications were reported. The pt presented 191 days after the initial procedure with in-stent restenosis in the proximal circumflex. A restenosis percentage was not reported. Percutaneous transluminal coronary angioplasty was performed using a 2.5x20mm maverick balloon inflated to 14 atm for 1 min. Subsequently, a 2.5x24mm taxus express2 drug-eluting stent was deployed at 14 atm for 1 min. A post-intervention residual stenosis was not reported. No complications were reported.